Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump black box showed a pump reboot on (B)(6) 2019. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test cap was able to fit securely to maintain an electrical connection. The pump powered on using a test battery cap and was exercised for 12 hours with no power interruptions occurring. The pump cover was removed and no evidence of internal moisture or power related defects were found. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.